Manufacturer narrative:
It was reported that the peritonitis manifestation of chest pain was ongoing and the patient went to the hospital three days before the receipt of this report. Medical intervention and outcome were not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was user error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by abdominal pain and chest pain. The breach was not further described. The patient was hospitalized for the event. The patient was treated with cephazolin tablet (1gm/ orally). Antibiotic treatment was ongoing. In the same month as onset, the patient was discharged from the hospital and was recovering from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.